Event description:
The product was used during a low anterior resection procedure. Reportedly, the anvil disengaged into the pt's cavity. The surgeon was able to remove the component and complete the procedure. The hospital has reported no pt injury occurred.